Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer and the image showed the instrument having damaged insulation on the conductor wire.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was found to be damaged on the insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the complaint was related to damage to the conductor wire, specifically frayed or exposed wiring due to damaged insulation, with no loose cable or full cable breakage reported.